Manufacturer narrative:
The correction of d4: catalog#, d4: serial#, h3a: device evaluated by manufacturer, h3b: device not eval provide code, h3c: if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4: catalog#: ard568422010c, corrected d4: catalog#: ard568350902/ard568350900, previous h3a: device evaluated by manufacturer: no, corrected h3a: device evaluated by manufacturer: yes, previous h3b: device not eval provide code: other, corrected h3b: device not eval provide code: n/a, previous h3c: if other provide code - explain: device not returned to manufacturer, corrected h3c: if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. This surgical lamp can be built as a system of several spring arms. It was stated the metal strip was missing from the first spring arm and the rear cover was missing from the second spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The possible root causes are : non-conformity of the metal covers assembly, degradation of the metal covers, improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file: (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. The fall of plastic cover is due to an incorrect attachment of the dust cover or a detachment due to repeated collisions. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. This surgical lamp can be built as a system of several spring arms. It was stated the metal strip was missing from the first spring arm and the rear cover was missing from the second spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.